Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 had no power. They kept switching the cables and the device was still never able to heat up so they made the decision to discard and open a new device. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning. The event date, lot number, and surgeon are unk.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).